Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 6 months post implant of ventralex mesh, patient was diagnosed with adhesions thereby underwent repair. The instructions-for-use supplied with the device list adhesion as a possible complication. Note, the date of manufacturing (15-jun-2007) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), e3, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿there was a larger fascial defect. The ventralex mesh was placed in the abdomen using sutures.¿ (B)(6) 2015 - patient was diagnosed with adhesions thereby underwent laparoscopic repair with lysis of adhesions. Per operative notes, ¿she also had a fair number of omental adhesions along the falciform to her umbilical site at her previous umbilical hernia repair with mesh.¿ attorney alleges pain, adhesions and emotional injuries.